Event description:
It was reported that after the coil was placed inside the aneurysm, the pt was noted to have some slight extravasation of contrast from the aneurysm dome. An additional coil was placed into the aneurysm and the extravasation continued. An anterior cerebral artery arteriogram was performed and confirming the extravasation. Physician then injected onyx to seal the perforation. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the pt.